Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since no further event details were provided by the customer, and the device was not returned to olympus for evaluation, the reported issue could not be confirmed. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer did not identify the specific model for the device, olympus selected pcf-h190l as the representative device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report has been submitted by the importer under this MDR report number (B)(4).

Event description:
A user facility reported a sixty-two year old, female patient underwent a routine colonoscopy with use of evis exera iii colonovideoscope. The device malfunctioned and caused a seven centimeter laceration in the sigmoid colon. The patient was transferred to the hospital for emergency laparoscopic sigmoid colectomy with low pelvic anastomosis.